Event description:
It was reported that the patient presented remotely. The implantable cardioverter defibrillator exhibited communication problem using bluetooth telemetry. The patient was brought into clinic and upon review, the implantable cardioverter defibrillator exhibited post paced t wave over-sensing episodes. Programming changes were made on the device resolving the issues. No patient consequences.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption.

Event description:
New information notes that the implantable cardioverter defibrillator was successfully paired to a new mobile transmitter patient smartphone that was provided to the patient which resolved the wireless bluetooth communication problem. No patient consequences.

Event description:
New information notes that the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem again. No patient consequences.